Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator gave a primary alarm failed check vent alarm during therapy in an intensive care unit (ICU) room. The device was in clinical use at the time the issue was discovered. There was neither delay in therapy nor medical intervention reported. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer could not duplicate the reported issue. The event log revealed that "check vent: primary alarm failed (diagnosis code 1102) power speaker fail" had occurred. The fse replaced speaker #2. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
H10: the visual inspection of the customer returned speaker assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the speaker assembly into a fi ventilator to duplicate the reported issue of primary alarm failure. The fi technician identified that the speaker assembly was tested and no failures were identified.